Event description:
Customer reported an over infusion and asked to have the event logs read. Although requested, no additional event or patient information provided by the user. There was no report of patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). Customer states that event logs will be sent for review but has not provided the logs or data set to date. After multiple requests for information nothing has been received. A follow up report will be submitted once the event logs have been received and an investigation has been completed.